Manufacturer narrative:
No RMA has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 13 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer had a (B)(4) and the brakes allegedly failed. So it returned and a new (B)(4) was issued about 4 months ago. Yesterday his wife was transporting the consumer back into his chair and she said the brakes were on but when he started to sit down the brakes "stretched" and the chair flew backwards. The consumer fell and had to go to the ER. He received 7 stitches in his ear and several on top of his head. She says she contacted (B)(4) and they are bringing a new chair out tomorrow. She feels strongly that there is a serious problem with these brakes since this is the second chair that they have had a problem with.